Event description:
Pt undergoing a tonsillectomy. After first tonsil was removed, a burn was noted at right side of mouth. Electrocautery tip and pencil had dark areas on them as if burned. ?arcing occurred.